Manufacturer narrative:
The two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed, and it was noted that fluid flow was confirmed through the sets with no issue. A second functional test was performed where the sets were loaded into an infusion pump, and the flow of liquid was observed throughout the sets with no issues. After the infusion was completed, the weight of the measuring cylinder with the volume of the solution delivered was measured and the reading was within the acceptance criteria. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through two (2) syringe adaptor sets. The flow issue was described as, ¿when filling out the equipment, it showed the return of the medication and did not complete the filling¿ and ¿during filling it with propofol, it was observed that the medication did not migrate¿. This issue observed during filling prior to patient use. There was no patient involvement. No additional information is available.